Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and a fractured ankle. The customer had blood glucose levels over 545 mg/dl at the time of admission. The customer was discharged from the hospital, then returned on (B)(6) 2011. The customer had been experiencing high blood glucose levels for the past few weeks. The customer was not wearing the insulin pump when he was admitted the second time. The customer had been treating with manual injections per his healthcare professional's orders. The customer may also be suffering from memory loss as he stated that he was waiting to be trained on the insulin pump, even though he has had it since 2009. Advised the caller that the local rep would be notified of the situation. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.